Manufacturer narrative:
Samples received: 3 open pouches (4 ampoules). Analysis and results: there are previous complaints of the same code-batch regarding the same issue. There are (B)(4) units in b. Braun surgical's warehouse. We have received 3 open pouches that contain 4 unopened ampoules. All ampoules have been optically evaluated and a defect in the sealing bar of the ampoule (yellow bar at the bottom of the ampoule) was found in all units. The leakage of the glue occurs at this point. We have conducted a review of the batch manufacturing record of this product and no deviations have been found. Final conclusion: taking into account that the results of the samples received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of failure in the samples received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, we have opened a CAPA in the system in order to determine root cause and actions to correct/prevent this defect to happen. CAPA number: ak201730130.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K111959. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the histoacryl pack. After opening the packet, it was found that the glue had leaked out. There was no patient harm. Additional information was not provided.